Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test. The unit did not have any unexpected no delivery alarms. During the occlusion test, a 2.0 unit fill cannula was programmed and delivered, the water was exiting the water filled reservoir and infusion set. The unit did not have a bolus or basal anomaly found during testing. The unit functioned properly during testing. The unit had a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report that starting about three weeks ago, she began receiving no delivery alarms and had been changing her infusion sets and sites often. The customer also reported that the insulin pump would not deliver insulin and has been having high blood glucose levels. The customer's blood glucose level was 404 mg/dl. The customer treated with a manual injection. The customer declined to troubleshoot and to return her old sets and reservoirs back for analysis. The customer's insulin pump was replaced and returned.